Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: the sleeve of the non patient end of the needle not back in right position non patient end of needle exposed due to improper repositioning of the sleeve over the needle. Blood flows into holder and holder gets contaminated. No exposure to blood for healthcare worker.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: the sleeve of the non patient end of the needle not back in right position non patient end of needle exposed due to improper repositioning of the sleeve over the needle. Blood flows into holder and holder gets contaminated. No exposure to blood for healthcare worker.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve side piercing was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve side piercing. Bd was not able to identify a root cause for the indicated failure mode.